Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was traced to environmental issues, improper reprocessing (aggressive chemicals) and normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device was corroded, fell apart, was overheating, had component damage, appeared bleached and was heavily worn on the surface. It was noted that the device appeared to be in a badly maintained condition. It was also observed that the device hose emitted a crunchy sound, there was a cut in the hose, corroded fragments fell off the connector shell, and the internal shield was corroded near the handpiece. It was further observed that the exhaust holes allowed the pieces to fall out of the hose at the connector shell. It was further determined that the device failed pretest for visual assessment, break out box motor assessment and temperature assessment. It was noted in the service order that the device hose sub assembly had black particles in the pipe when some air was inserted into it. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.